Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 12-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("awful pelvic pain") and post procedural complication ("the postoperative period was very incapacitating") in a (B)(6) year-old female patient who had essure (batch no. E25506) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), menstrual disorder ("menstrual cycle disturbances"), menorrhagia ("hemorrhagic menstruation"), dyspepsia ("digestive disturbances"), thyroid disorder ("thyroid dysfunction"), fatigue ("fatigue") and depression ("depression"). On an unknown date, the patient experienced post procedural complication (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy and hysterectomy performed to remove essure). Essure was removed. At the time of the report, the pelvic pain, post procedural complication, abdominal pain, menstrual disorder, menorrhagia, dyspepsia, thyroid disorder, fatigue and depression outcome was unknown. The reporter considered abdominal pain, depression, dyspepsia, fatigue, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and thyroid disorder to be related to essure. The reporter commented: one month earlier, almost all the symptoms resolved since the removal of essure. Sick leave of 3 months. No more social life. The patient did not go out anymore as she was suffering from pain and the postoperative period was very incapacitating. It was difficult for her children and her husband to see their mum and his wife to be really bad. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 12-sep-2017 for the following meddra pt: pelvic pain: n° (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-sep-2017: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("awful pelvic pain") and post procedural complication ("the postoperative period was very incapacitating") in a (B)(6) female patient who had essure (batch no. E25506) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("abdominal pain"), menstrual disorder ("menstrual cycle disturbances"), menorrhagia ("hemorrhagic menstruation"), dyspepsia ("digestive disturbances"), thyroid disorder ("thyroid dysfunction"), fatigue ("fatigue") and depression ("depression"). On an unknown date, the patient experienced post procedural complication (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy and hysterectomy performed to remove essure). Essure was removed. At the time of the report, the pelvic pain, post procedural complication, abdominal pain, menstrual disorder, menorrhagia, dyspepsia, thyroid disorder, fatigue and depression outcome was unknown. The reporter considered abdominal pain, depression, dyspepsia, fatigue, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and thyroid disorder to be related to essure. The reporter commented: one month earlier, almost all the symptoms resolved since the removal of essure. Sick leave of 3 months. No more social life. The patient did not go out anymore as she was suffering from pain and the postoperative period was very incapacitating. It was difficult for her children and her husband to see their mum and his wife to be really bad. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.